Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications and that there were no abnormalities, special adoptions, or variations in the manufacturing process. The issue of the device has happened post release. The instructions for use manual includes the possible causes for ¿the examination lamp does not ignite, and the emergency lamp indicator lights.¿ the examination lamp is not installed. The examination lamp is not installed correctly. · the examination lamp is broken" in conclusion, the root cause was not identified; however, it is likely that the preliminary lamp flashes happened due to burnout. The flashing of the front panel issue was not duplicated so cannot be confirmed.

Manufacturer narrative:
There is no additional event information at this time. The event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Visual inspection of the device found no abnormalities on the overall appearance. The device was powered on and confirmed the spare lamp blinking. The top cover was then removed and found the spare lamp burned out. A good test spare lamp was installed in place, and the lightsource was able to ignite the main lamp. The xenon lamp looks new with lamp meter reading at 50 hours, but only lit up intermittently due to a weak ignitor firing. There is no other anomaly as its fan, scope socket, pump and front panel are functional. Based on the evaluation findings, the reported complaint of spare lamp blinking was confirmed due to burned out spare lamp. The new main lamp did not turn on due to weak ignitor. The front panel had no issue. The front panel is functional.

Event description:
As reported for this event, during preparation for use, the device, though provided with a brand new lamp did not power the lamp on but instead flashed for spare lamp needed. The spare lamp also was blinking. There is no patient involvement.